Manufacturer narrative:
MFR's eval revealed no condition that would have contributed to this event. The pump tubing used was discarded by the hosp. The cause of this event could not be determined, however, review of similar incidents reported to arthrex, where pump & tubing were returned for eval, indicate that operating room procedures related to the set up of the device and associated tubing did not conform to instructions provided with the device and associated tubing set. The instructions for use for both the pump and tubing sets clearly warn the user of the consequences of not following the instructions for use. The labelling for the device and the associated tubing, the instruction manual for the pump and a troubleshooting guide for the device provided with each device and tubing set, clearly outlines the proper set up procedure and sufficiently warns the user of the potential consequences (extravasation) if the directions are not followed.

Event description:
Customer reported the pump ran continuously. Excessive fluid in the knee, thigh and pelvin region. Follow up with hospital revealed no additional medical intervention was required to treat the pt. Hosp stated that the fluid retention was localized, for which there was enough indication that the swelling would go down without further treatment. The pt remained in recovery for observation, but was discharged home the same day. This device is used for treatment.